Event description:
It was reported that a perforation was caused by a non-abbott device. The 4.0 x 12 graftmaster was being used first to seal the perforation; however, the stent dislodged from the balloon and was then stented against the vessel wall with the 4.0 x 10 graftmaster; however, the perforation would not seal, and there was no flow distal to the left main. The physician did not want to intervene any further. The pt died. The pt was high risk and had initially declined surgery. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info. Device #2 - jostent graftmaster, part# 12746-19, lot# unk. This device is indicated and is being filed under a separate medwatch MFR number.

Manufacturer narrative:
Internal file number - (B)(4): the two xience v stents are being filed under separate medwatch MFR numbers. Evaluation summary: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. Stent dislodgement may be attributed, but not limited, to improper crimping during manufacturing, mishandling during manufacturing or at the account, improper technique during removal of the protective sheath, or interaction with anatomy or accessory devices. During manufacturing, a sampling of units is destructively tested to verify stent dislodgement force, and stent dislodgement testing for this lot met manufacturing criteria. The patient anatomical information was not provided with the case information which may have aided in the evaluation and determination of cause. It was reported the dislodged stent was stented against the vessel wall using another graftmaster stent; however, there was no flow distal to the left main and the patient eventually expired. Occlusion and death are listed in the otw graftmaster instructions for use (IFU) as known adverse events of coronary stenting procedures. The patient's death may also be related to the patient's overall health condition, patient disease state and/or treatment strategy at any stage of the perforation. A conclusive cause for these reported patient effects and their relationship to the device, if any, cannot be determined. A conclusive cause for the reported stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Event description:
It was reported that perforation was caused by simultaneous deployment of two (2) xience v 3 5 x 15 stents attempting to reconstruct the distal left main bifurcation. The physician stated that "honestly, I believe if I had chosen 3 0 mm stents instead of 3.5 mm and deployed at a lower atmosphere, the outcome would have been different". The 4 0 x 12 graftmaster was being used first to seal the perforation; however, it dislodged from the balloon and was then stented against the vessel wall with the 4 0 x 19 graftmaster, however, the perforation would not seal and there was no flow distal to the left main. The physician did not want to intervene any further the patient died the patient was high risk and had initially declined surgery no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects however the additional treatment appears to be related to circumstances of the procedure. Occlusion and death are listed in the otw graftmaster instructions for use (IFU) as known adverse events of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unique device identifier (UDI): (B)(4).

Event description:
User facility medwatch report received that states: the patient underwent planned left main coronary intervention on (B)(6) 2010, having undergone diagnostic coronary angiography at another hospital several days earlier. During the coronary intervention, following deployment of two drug eluting stents to reconstruct the left main bifurcation, the patient sustained a perforation of the left main coronary artery, associated with hemodynamic collapse. Vasopressor therapy was begun and subxiphoid pericardiocentesis was performed to drain the hemopericardium. Due to ongoing hemorrhage from the left main coronary artery, an attempt was made to seal the perforation using a graftmaster stent. While attempting to position the graftmaster stent in the left main coronary artery, the stent loosened from its deployment balloon and embolized to the mid portion of the left anterior descending artery. A second graftmaster stent was then advanced and deployed in the left main coronary artery, but the patient became asystolic nonetheless, and expired. At the time of the event, the manufacturer was notified, and the manufacturer submitted a full report to the FDA. I was made aware of this adverse event on (B)(6) 2016, following an internal audit of this protocol's activity.